Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's implantable cardioverter defibrillator exhibited far-field r-wave oversensing, resulting in inappropriate atrial tachycardia/fibrillation alerts. No intervention was performed. There were no patient consequences.